Event description:
It was reported that 56 hours after a da vinci si tors (transoral robotic surgery) procedure was successfully performed, the patient experienced heavy bleeding and cardiopulmonary arrest ensued. CPR was performed in excess of 20 minutes before the patient's pulse was restored and as a result, irreversible anoxic brain injury occurred. On (B)(6) 2011, the patient expired. At the time of the report, the cause of the patient bleeding was undetermined. It was also reported that during the surgical procedure, there were no system failures, no injury to the patient, and no complications experienced.

Manufacturer narrative:
On (B)(6) 2011, the surgeon who performed the tors procedure informed intuitive surgical that they were advised not to provide any additional information.